Event description:
During a gastrostomy procedure, a cook flow 20 percutaneous endoscopic gastrostomy set was used. The connector part that connects the plastic tube to the silicone tube separated as the tube was being pulled through the stomach leaving the silicone tube in the pt's stomach. The physician was able to insert hemostats through the incision and retrieve the silicone tube. The tube was removed from the stomach and the procedure was completed successfully. A section of the device did not remain inside the pt's body. Other than retrieving the tube with hemostats the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved as not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Feeding tube separation can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube exits the stoma site. In the tube experiences excessive pressure during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to excessive pressure and subsequent feeding tube damage. The instructions for use instruct the user to throughly lubricate the entire external length of the feeding tube. This activity will aid in smooth feeding tube placement. The instructions for use direct the user to apply gentle pressure to the feeding tube during placement. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.